Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant stricture in the lung during a bronchoscopy with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, during preparation, the nurse noted that the delivery system seemed bent inside the packaging. During the procedure, the physician started deploying the stent but lost the target area. The physician continued deploying the stent, which caused the stent to be deployed more proximally than desired. The misdeployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.